Event description:
A consumer reported she had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. She described that her cramping gradually progressed, and it kept getting worse. It was like having a daily period or preparing for labor (the contractions of labor pains). She also said that any physical movement made cramping worse. She couldn't lose baby weight and experienced stress. She reported the procedure went fine, even though she was in extreme pain. The physician was not able to fully understand what was going on with her until (B)(6) 2013, when she decided to have a hysterectomy. During the hysterectomy, the coil was removed. She said doctors discovered that a misshape in her fallopian tube caused one of the coils to shoot into her uterine wall. The consumer was not recovered after the surgery, but she says the entire process caused a year of pain, suffering and depression.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.